Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had dislodged due to twiddler's syndrome. The leads were programmed off, and later explanted and replaced. No further patient complications have been reported as a result of this event.